Event description:
A report was received that during the patient's implant procedure, the distal tip of the plastic on the long tunneling tool bent and frayed causing the patient unnecessary bleeding and a hematoma to form along the tunneling tract from midline incision to pocket in left upper buttocks.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.